Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the outer device packaging and the device were inspected and confirmed to be in good condition. During the procedure, the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9506417) was delivered to the target location. When the emboguard bgc was filled with contrast agent, it was noted that there was a slow leak of contrast agent from the emboguard bgc. The physician continued with the procedure to completion. There was no report of any negative impact on the patient. On 25-aug-2025, additional information was received. Per the information, the surgical access point was femoral approach. The target vessel was pre-cerebral a1. There was moderate vessel tortuosity in the target vessel. Dilator was not used. An 8 fr. Short sheath (terumo) and a peel-away sheath were used. The emboguard bgc was inflated once, leakage was detected on the first inflation. The information indicated that the emboguard was not replaced; it was used as a conduit to complete the procedure. There was no harm to the patient and no delay in the procedure. The complaint also included two photos of the device. The photos will be reviewed by the product analysis team.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d4: primary UDI number: the manufacturing date of the device is currently not available. Therefore, the full UDI is currently not available. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is currently not available. Therefore, the full UDI is currently not available. A review of the manufacturing documentation associated with this lot (9506417) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the completed review of the photo included in the complaint. This report will also include the complete primary UDI number and a review of the manufacturing documentation associated with this lot (9506417). The product analysis team reviewed the two photos of the device. The review is documented below. [Photo review]: review of the provided photographs could not confirm the condition of the balloon. There was no evidence of further damage or defects present on the bgc in the provided photographs. It was not possible from the provided pictures to clarify the condition of the balloon or to confirm if the damage reported was present, therefore the complaint event cannot be confirmed. Root cause of the event could not be determined from the provided pictures. A review of manufacturing documentation associated with this lot (9506417) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinking at approximately 113mm, 383mm, 419mm, 426mm, and 605mm from the distal tip of the device, and flattening at approximately 420mm to 426mm, 233mm to 237mm, and 804mm to 809mm from the distal tip of the device. The visual inspection indicates that the returned emboguard device was correctly assembled and manufactured. There was damage to the hub of the device upon visual inspection, however this was not present on the device before the procedure as the device had been inspected and found to be in good condition prior to surgery. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device as the ball gauge could not be advanced passed the kink at 426mm from the distal tip of the device without resistance. Balloon inflation could not be successfully performed using 0.45ml of water/dye solution (ratio 100:1). The complaint event description reported that during the procedure the balloon would slowly leak when attempting to inflate it. Therefore, the complaint is confirmed. As per the device¿s IFU recommended procedure, step 13: balloon inflation instructions: ¿exceeding the recommended inflation volume for the relevant diameter may result in balloon rupture. Do not inflate to greater than 0.56 ml (balloon inflation volume)¿ and ¿inflation of the balloon so that it extends beyond the distal catheter marker band may cause balloon rupture.¿. While these are possible causes for the balloon bursting, with limited information it cannot be definitively determined. The returned emboguard could not be successfully inflated as per the procedural steps in the IFU. Therefore, the complaint event was confirmed, but no root cause was determined from the information provided. There is no indication that this complaint was the result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (9506417) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.